Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the hemospray lot was reviewed. The hemospray device history record contains nonconformance's that could potentially be related to inability to spray. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. The IFU instructs, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a hemostasis procedure, the physician attempted to use a cook hemospray endoscopic hemostat. While attempting to spray the device, the spray would not work, no powder came out of the gun. Additional information received on 13/nov/2019 noted the product was not used on the patient, before use, they realized the problem, so they took another hemospray and used instead. Additional information received on the complaint form noted the carbon dioxide (co2) mechanism did not work, so no powder came out. The procedure was completed with another hemospray. This occurred prior to patient contact; there was no impact to the patient.